Manufacturer narrative:
Multiple attempts have been made on 05sep2023, 25sep2023, and 05oct2023 to try to obtain further information about this case, but no response was received. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the biomedical (biomed) engineer on the v60, indicating that during setup, a failed battery alarm message was triggered, and upon inspection, the battery was past the five-year mark and due for replacement for age. It was reported that there was no patient involvement at the time the issue was discovered. The biomed reported to the remote service engineer (rse) that during setup, a failed battery alarm message was triggered, and upon inspection, the battery was past the five-year mark and due for replacement for age. The biomed requested for the part identification (ID) of the replacement battery, and the rse provided the biomed with the part number and price for repair.